Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022. The customer did experienced the symptoms such as nausea, vomiting, confusion, blurred word, lethargic. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. The customer report did not allege under delivery on insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.